Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: tasp top- mechanical (g04) - provisional top performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged / wear and has a piece fractured off the distal surface medial and lateral side locking / assembling features. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00440, 0001822565-2024-00441, 0001822565-2024-00442, 0001822565-2024-00444, 0001822565-2024-00445, 0001822565-2024-00446.

Event description:
It was reported that the instruments were discovered fractured and missing a bearing during the instrument check-in process. Attempts have been made and all available information has been provided.